Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken and could not close. A field service engineer (fse) upon arrival, the drawer was found closed and required force to open due to a misaligned frame and slide members being off track, which had also caused damage to internal rear components. The fse powered down the station, replaced and reinstalled the drawer, completed configuration, and performed functionality testing, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was pulled out and the user was unable to close it. The drawer was hanging, and the latches in the back were broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.